Event description:
The customer reported to olympus, the hd camera head had a sudden loss of the image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correct h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The initial medwatch indicated that the phenomenon (no image) was confirmed / duplicated during evaluation. However, based on the results of the investigation, the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer indicates the issue was found at preparation for the therapeutic transurethral resection of the prostate procedure. The procedure was completed without delay and procedure with a similar device.